Event description:
The customer reports that the swg (spring wire guide) unraveled during removal. The catheter was replaced.

Manufacturer narrative:
(B)(4). The customer returned one swg for analysis. Sings-of-use in the form of biological material was observed. Visual analysis revealed that the guide wire was severely unraveled towards the distal end. Kinks were also located in several location along the guide wire body. Further analysis confirmed that the distal weld had completely separated from the core wire and the coil wire. The distal weld was not returned by the customer for analysis. Microscopic examination revealed that the proximal weld was spherical and intact. Despite being unraveled, the shape of the distal j-bend appeared relatively normal. The guide wire total length measured 682mm, which is within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter measured .84mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. A manual tug test confirmed that the proximal weld was secure to the rest of the guide wire. A device history record review was performed based on sales history, and no relevant findings were identified. The IFU provided with the kit cautions the user, "do not withdraw spring wire guide against needle bevel to minimize the risk of possible severing or damaging of spring wire guide". The IFU also states, "do not apply excessive force in removing guide wire. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The report that the guide wire separated was confirmed through complaint examination of the returned sample. Visual and dimensional analysis revealed that the coil wire had separated directly adjacent to the distal weld. The guide wire met all relevant dimensional requirements. A device history record review was performed based on sales history, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the swg (spring wire guide) unraveled during removal. The catheter was replaced.